Manufacturer narrative:
Sample expected to be returned for analysis.

Event description:
The customer reported disconnection of inner and outer cannula. Customer confirmed the tube was still in the patient at the time of the report but stated it would be removed. Covidien has attempted to collect further details associated to this report.